Event description:
During service of the device, review of the diagnostic log history indicated a depleted backup battery occurrence during normal ventilation operation. The customer did not report the occurrence during any previous usage and there was no patient harm reported. Per the device operators manual, when the ventilator is powered by the backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. If the battery depletes during use and the ventilator shuts down, an audible power fail alarm will activate. The occurrence was not duplicated during testing. The manufacturer's field service engineer reported performance verification testing was completed and passed to operating specifications. Proper care, maintenance and testing should be performed when using battery power sources.